Event description:
It was reported that the customer's insulin pump displayed an unexpected fill estimate, showing 30 units instead of the anticipated 250 units. There was no adverse impact on the customer's blood glucose level. Technical support educated the customer about the display values, assisted in delivering a 10.2 unit bolus, and helped reload the cartridge to address the issue. The customer was advised to monitor the situation and follow up if necessary.